Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised issue is most likely due to sensor not situated properly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose value that triggered the suspend event was 80. The sensor will not be returning for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial insertion needle for burrs/hooks and dull needle tip defects and none were found. Insertion needle passed per specifications. Customer did not return sensor. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.